Event description:
Procedure type: hernia. According to the reporter: on (B)(6) 2012, the patient had permacol implanted. On (B)(6) 2012, the patient developed a seroma. On (B)(6) 2012, the seroma resolved. The patient was treated with medication. There is a possible relationship to the device.

Manufacturer narrative:
(B)(4).